Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.

Event description:
It was reported that the control panel on the 9800 system would not work during a case. The procedure was completed without further incident. No patient injury was reported.